Manufacturer narrative:
One infusion pump was received for evaluation in relation to the reported event. It was noted that all tamper seals were intact, and there was no external damage. A review of the event history log confirmed multiple occurrences of "high alarm displayed: cassette not attached properly". A functional test of the device was unable to replicate the reported event. As a preventive measure, the downstream occlusion sensor was replaced. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the device was experiencing a constant cassette attachment error alarm during testing. No patient involvement was reported.